Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from the rep. It was stated that when the ins is placed in the abdomen a patient cannot sit and charge as there will be an additional "fat pad" placed between the antenna and stimulator. This presents some additional difficulties, and the patient likely has to lay in a supine position to charge. It was noted this was a general allegation explaining difficulty charging in patients with an ins in the abdomen.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
A manufacturer representative (rep) reported that many patients experience some ineffective coupling when the stimulator is placed in the abdomen. No medical symptoms were reported. No further complications are anticipated.